Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were not working and the screen was frozen. Customer's blood glucose was 134 mg/dl. Troubleshooting was performed and the issue persisted. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No frozen display was noted and no audio anomaly was noted. No weak signal was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.